Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was being tested when damage was noted. According to the complainant, to test the device, the tech pivoted the forceps using his fingers when the biopsy cup broke off. This device did not come into contact with a patient and was not used for any procedure.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).